Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a small, red, oozing sore under the front therapy electrode pad. The patient's physician advised that she should remove the lifevest to address the sore. During a follow up call, the patient reported that, after removing the lifevest, the sore healed. There is no indication that a device malfunction caused or contributed to the reported skin irritation.